Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that the insulin pump ran out of insulin without notifying her, resulting in the event. Troubleshooting was performed, and it was found that the insulin pump had alarmed low reservoir several times prior to the event. The insulin pump passed the prime test. However, the high pressure test could not be performed because the customer did not have a tubing clamp at the time of the phone call. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.